Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use it was discovered that part of the catheter was missing with an unspecified bd insyte autoguard bc. The following information was provided by the initial reporter: the patient had the first venipuncture but the hcp was not able to find the vein. So they replaced the device with a second one. When they remove the device they found that a part of the catheter was missing. No test performed. No other consequences for the patient.

Event description:
It was reported that during use it was discovered that part of the catheter was missing with an unspecified bd insyte autoguard bc. The following information was provided by the initial reporter: the patient had the first venipuncture but the hcp was not able to find the vein. So they replaced the device with a second one. When they remove the device they found that a part of the catheter was missing. No test performed. No other consequences for the patient.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.